Event description:
(B)(4). Total hysterectomy, bilateral salpingectomy and removal of left ovary due to cysts on (B)(6). Stomach protrusion and digestive issues are gone. Joints starting to feel much better, weight is beginning to drop and an overall feeling of wellness is returning.

Event description:
(B)(4). Slow onset of seemingly unrelated symptoms to include joint pain, swelling, sores, itching, fatigue, brain fog, hair thinning, weight gain and heavy menstrual bleeding. Thought to be a nickel allergy. Device was provided by my insurer. Currently scheduled for complete hysterectomy.

Event description:
(B)(4). Chronic back pain.